Event description:
Reporter indicated that the pt had passed away. All attempts for more info have been unsuccessful to date, thus the relationship between the pt's death and vns therapy is currently unk.